Event description:
7/22 - pt received 1st dose of synvisc in left knee. 7/29 - pt received 2nd dose of synvisc. 8/3 - pt called complaining of hives on buttocks, face, behind ears and on thighs, and difficulty breathing. Pt was rx'd with benadryl 25 mg 1-2 capsules q4-6h prn. Pt also had epipen on hand if having more difficulty with breathing. 8/5 - patient received 3rd dose of synvisc. 8/10 pt began having chills, welts and hives all over body, anxiety. Pt denies swelling of knee, red or hot to touch. Pt was rx'd with allegra q12h with some relief. Assessment: urticaria secondary to synvisc injections.